Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1, d2, d4, & h4. Evaluation: the onestep complete electrodes were returned to zoll for evaluation. Visual inspection of the posterior pad found the high voltage wire broken from the pad and with frayed wires coming out of the wire insulation. There is evidence that the wire was successfully attached to the ring socket based on the photos taken during the evaluation. The frayed wire coming out from the ring and socket indicate that was the location of the break and the wire was securely connected to the conductive plate of the pad. It was stated by the customer that the broken wire was noticed while CPR was being performed. It appears possible that the wire became disengaged during the rescue, however, it cannot be determined based on the information available. The electrodes were scrapped and replacements were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the clinician observed that a wire had become dislodged from the electrode pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.